Event description:
Medtronic received information that this bioprosthetic aortic valve was explanted after 23 months implant due to aortic insufficiency and paravalvular leak. It was reported that at explant, the valve was calcified. It also was reported there was an area of dehiscence, where the valve was sewn into the coronary cusp area. No adverse patient effects were reported. A user facility medwatch (B)(4) was filed. Echocardiographic and transesophageal echocardiography (tee) were sent to medtronic for review by a third party specialist. Review of the echocardiograms by an independent physician concluded there was evidence of moderate paraprosthetic aortic regurgitation. No central valvular aortic regurgitation was identified.

Manufacturer narrative:
(B)(4). Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the reported event, reduced performance of the valve is attributed to calcification. This finding is generally considered a patient related condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.